Event description:
The hospital reported a loss of manual ventilation due to a broken adjustable pressure limiting valve. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the system but did not confirm the reported issue.